Event description:
Account reports three incidents in which during usage, leakage occurred from the cuff. Area of leakage unknown, (i.e., seam, tubing/cuff connection). Reporter stated there was no pt or health care provider compromise, however, in two of the incidents, "there was blood everywhere". One incident involved normal saline.